Event description:
Reporter indicated that during a revision surgery for normal end of service the surgeon cut the lead, so full revision took place. The product was returned for product analysis and extensive pitting was found, which indicates a lead fracture occurred prior to the surgeon cutting the lead. There have been no reports of patient adverse events related to the lead issue.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.